Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the catheter ruptured during use on patient. No catheter pieces were retained in the patient. The patient was reported as fine post incident and there was no reported injury or consequence.

Event description:
It was reported that: the catheter ruptured during use on patient. No catheter pieces were retained in the patient. The patient was reported as fine post incident and there was no reported injury or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer report of a hole in the catheter body was confirmed by complaint investigation of the returned sample. The customer returned one, single lumen PICC for analysis. Signs-of-use in the form of biological material was observed in the catheter body. It was also noted that a portion of the catheter body was severed. The severed portion was not returned for analysis. Visual analysis revealed that the catheter body had ruptured around the 6cm marking. The rupture travelled down the catheter body for approximately 1cm. The catheter body around the damage appeared stretched and bulged, which is damage consistent with over pressurizing the catheter. During functional testing, a blockage was encountered inside the catheter body. A long pin gages was inserted to try and dislodge the blockage. Large quantities of congealed biological material were observed exiting the catheter body. Once cleared of biological material, no blockages were encountered. The location of the hole measured 65mm-75mm from the juncture hub and the catheter body leng th from the juncture hub to the point of separation at the distal end measured 12 3/4" via calibrated ruler, which indicated that 10"- 10 1/4" of the catheter body was severed and not returned for analysis (per measurement a within the catheter product drawing). The catheter body outer diameter measured 0.05985" via calibrated micrometer, which is within the specification limits of 0.0445"-0.0610" per the catheter extrusion product drawing. Functional inspection was performed per IFU statements, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A lab inventory syringe filled with water was attached to the extension line and flushed. Water was observed leaking out of the rupture in the catheter body. A lab inventory guide wire was then inserted through the distal end of the catheter body per IFU statement, "thread catheter over guidewire and advance catheter over guidewire to final indwelling position using image guidance or fluoroscopy". A blockage was encountered, which prevented the guide from passing. A long pin gage was then inserted to try and clear the blockage. Large quantities of congealed biological material were observed exiting the catheter. Once cleared, the guide wire was able to pass with little to no issue. R & d analysis confirmed weakening on the catheter wall at the location of the rupture; however, it was unclear if this damage occurred before or after the rupture occurred. Additionally, the IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review was performed, and no relevant findings were iden tified. Based on the condition of the sample received, the customer report, and the comments from r & d, the root cause for this issue cannot be determined at this time. Teleflex will continue to monitor and trend for complaints of this nature.